Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant procedure, the leadless implantable pulse generator (ipg) exhibited pacing failure, high thresholds and rising thresholds. It was noted that the patient experienced syncope. The leadless ipg was reprogrammed, and later programmed off and replaced. No further patient complications have been reported as a result of this event.